Event description:
It was reported that the unspecified armada balloon ruptured and portions of the balloon separated, remaining in the patient. It is unknown if any treatment was provided. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported separation, foreign body in patient and serious injury/illness/impairment appear to be related to operational context. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, it is likely that the balloon rupture did not allow the balloon to refold properly and subsequently resulted in the reported separation during removal. Additionally, the separated portions of the balloon remained in the patient, and it is unknown if any treatment was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 - initial report updated from unknown to may cha, office mgr. G2 - report source updated.